Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Occupation: competitor sale representative.

Event description:
It was reported that the patient developed infection and the implantable cardioverter defibrillator was explanted. The patient was stable throughout the whole procedure.